Manufacturer narrative:
Additional information indicates that the patient's pocket was revised. The physician moved the pocket to the upper flank on the right side from patient's buttocks. The patient is reportedly doing well and charging with no difficulties.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. It was determined by ultrasound that the battery has moved which explains the inability to charge properly. The patient will undergo a ipg revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. It was determined by ultrasound that the battery has moved which explains the inability to charge properly. The patient will undergo a ipg revision procedure.